Event description:
This report is 1 of 3 for (B)(4).

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cortex screw was broken when the surgeon tried fixing the plate with the cortex screw. There was a residue in the patient¿s body. The cortex screw was used for proximal phalanx fracture case. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Implant and explant dates are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4), manufacturing date: 18.jun.2014, expiry date: 01.jun.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed and the investigation of the complaint articles has shown that: we have received three screws for investigation. The screws got visual examined and they do show slight marks of use and the shaft is broken off. Based on the complaint description some residues of the shaft might be remained in patients bone and could not be sent to us for investigation. Such small screws are delicate to handle and please make sure to operate always according to the surgical procedure in order to minimize such breakages. No indication for material or design related issue was found device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Implant and explant dates: device broke intra-operatively; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.